Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of over 400 mg/dl. Customer has changed the site multiple times. Customer did not state how they treated their high reading and if they were using the auto mode feature at the time of the incident. The customer also reported having issue with the insulin pump but declined to troubleshoot. The insulin pump will be returned for analysis.